Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 20 mg/dl which they treated with glucose tablets. The customer's current blood glucose level was 538 mg/dl. They treated their high blood glucose with manual injections. The customer stated they had symptoms of nausea and thirst. Troubleshooting was performed but not completed. They ran a manual prime but insulin did not exit. The insulin pump passed the displacement test. The customer stated they will call their health care professional because they were starting to feel ill. The device will not be returned for analysis.